Event description:
I use a phillips dreamstation CPAP that has been recalled and intermittently noted black particles in humidifier and tubing and was diagnosed with stage 4 metastatic breast cancer along with lymph nodes and left lung. Used CPAP for years. With the breast cancer I have had multiple echocardiograms, full body pet scans, CT scans, biopsy, chemo treatments, multiple immunotherapy treatments, and multiple other tests as a result. I have also been diagnosed with lymphedema in my left arm and hand with lifelong treatments and lifelong wear of compression garments. I can provide a more detailed list of tests if needed. Multiple tests and can provide a complete list of tests and treatments later if needed. Too many to list here. FDA safety report ID # (B)(4).